Event description:
It was reported that the left ventricular (lv) lead had chronically high thresholds that had been increasing recently. It was also reported that the device had only been implanted 2.5 years and had a remaining longevity estimate of 5-8 months, therefore the physician elected to replace the device at the time of the lead revision. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator (ICD)  2011-(B)(6), 6947 implantable tachy lead 2002-(B)(6), 5076 implantable pacing lead 2002-(B)(6). (B)(4).